Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal cribriform occluder was successfully implanted. The patient was under general anesthesia, and transesophageal echocardiography was used during procedure. The sizing of the device was determined via echo. The device was implanted without difficulty, and stability tests were carried out before the device was released. The device remained in place, and the bubble test was negative at the end of the procedure, showing the effectiveness of the prosthesis. On 26 february 2024 during a six month check-up, the patient reported that they had been having pubic pain for some time. It was discovered that the device had migrated and was located at the level of the descending aorta. Patient had no other symptoms. The cause of the embolization was believed to be potentially due to under sizing of the device or patient's weight-lifting activities. The patient will undergo a procedure in order to remove the device via transcatheter snare on (B)(6) 2024. The patient status was reported as stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) and explant was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The returned device was received with biological and foreign material throughout. The nithol wires were noted to have a deformed damage. However, the nithol wires remained intact without any fractures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that six months post implant, the device migrated due to due to under sizing of the device or patient's weight-lifting activities. Based on the available information, the cause of the reported event appears to be related to procedural condition and patient conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.